Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In clarifying details for a revision of patient's right hip on (B)(6) 2017, rep reported that a previous (B)(6) revision took place in 2014 for device(s) implanted in 2014. Revision was due to infection, clinically confirmed as (B)(6). This event is for the revision of the primary implant.